Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements from 900 ohms at implant, to 1,360 ohms, to current measurements of 1,290 ohms. All other lead measurements were stable and acceptable. A lead fracture was suspected. No adverse patient effects were reported. The physician will continue monitoring. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.